Event description:
Treatment of an avm. It was reported the catheter was used to deliver onyx. Upon catheter removal, the catheter broke off and onyx diffused into the thalamic perforator. Consequently, the patient experienced a stroke. Same event as MDR# 2029214-2011-00245.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation.(B)(4)